Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a crack on the battery compartment and also received a lost sensor signal alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for cosmetic damage and the location of the damage was at battery tube side and battery tube threads. The damage was affecting/impacting pump functionality. The customer also reported damage during out of the box. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt- 1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (medical device problem code 2975 has been removed) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer does not allege out of box damage.

Manufacturer narrative:
The pump passed the self test. The trace and history files were successfully downloaded using thump. The pump was paired with guardian link 3 (gl3) transmitters (B)(6) and a test plug. The pump initiated the start new sensor (sensor warm-up) cycle without errors. The pump was calibrated to a programmed test value properly. The pump was monitored or one (1) day while connected to the transmitter and the test plug no unexpected pump to transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked lcd window, missing display window cover, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Unable to pair with the transmitter (device not found) complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.